Event description:
The customer reported that the sys displayed a communication failure error message and locked up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power plug was retightened and the high voltage connectors were regreased. The sys was then found to be operating as intended.